Event description:
The pt was seen at the implant center for device evaluation in august 1999 because he was experiencing problems with the system. Testing conducted at the center confirmed a device malfunction and explamtation/reimplantation was recommended. Revision surgery has not yet been scheduled. The pt will be reimplanted with another clarion device.